Event description:
It was reported that prior to starting a da vinci si surgical procedure the tenaculum forceps instrument tips were not opening properly. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported complaint. Engineering evaluation found that the grips opened and closed fine when inputs are manually rotated. The grip cables were undamaged at the distal end. Engineering found that the instrument pitch cable was broken. The pitch up cable was broken at the distal clevis hub. The clevis did not exhibit any damage or wear marks. The pitch down cable was frayed at the distal clevis hub. Additional observation not reported by site was that the instrument cable crimp was slipped out of the grip. The broken cable segment that contained the crimp was missing from the clevis. The instrument main tube had deep scratches/gouges. The distal end of the main tube had various scratch marks with light material removal. The scratches were .095 - .900 in length and not aligned with the tube axis. The evidence was inconclusive but the damage was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.